Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose level was impacted (266 mg/dl). The customer did not have alternate insulin therapy at the time of the call but was in contact with their health care provider to obtain some. Follow up with the customer confirmed the customer obtained manual injections as alternate insulin therapy.